Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was trialing with an external neurostimulator (ens) for urge incontinence. It was reported that the patient indicated that they had the same procedure in 2017. They said that they went in to the doctor due to blood near the incision site. They indicated there was a pool of blood in the pocket oftheir incision site and it was all rotten. The patient stated they had an infection and it was painful. In (B)(6) 2017 they were referred to their current hcp and they were able to remove the prior device and get a new implant. They had wonderful communication with their new physician and were very pleased with the trial period. There were no further complications reported.